Manufacturer narrative:
Product event summary: the delivery system was returned with the device intact in the device cup, analyzed. Analysis indicated the delivery system tether lock housing leaks. There was a leak at the t-arm luer of the delivery system. The lumen of the delivery system was torn. The delivery system outer shaft was bent. The delivery system inner shaft was mechanically bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), the delivery system was unable to maintain a flush as it was draining faster than usual and there were a lot of bubbles noted that were extremely difficult to eliminate. When injecting contrast, the contrast was not flowing normally out of the tip of the catheter and seemed to be flushed away quickly. A leak out of the manifold and a crack in the handle were suspected. After several attempts to flush contrast without improvement in visibility, a new system was attempted. However, during implant, the second device was unable to be recaptured. A broken tether was suspected. The second leadless ipg was attempted/not used and a third device was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.